Event description:
A hospital in the USA reported to a fisher & paykel healthcare (fph) field representative that two rt240 adult dual heated evaqua breathing circuits failed the leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The complaint rt240 adult dual heated evaqua breathing circuits were not returned to fph for investigation. An attempt was made to obtain the complaint device or additional information regarding the reported fault but not response was received from the hospital. We cannot therefore confirm nor provide the root cause of the reported fault. All rt240 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing is performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject breathing circuits were damaged after they were released for distribution. Our user instructions which accompany the rt240 adult dual heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Verify that ventilator alarms are set to detect loss of pressure and over pressure." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." The hospital staff correctly checked the subject breathing circuits before patient use, which is in line with our user instructions. Device not returned for investigation.

Event description:
A hospital in the USA reported to a fisher & paykel healthcare (fph) field representative that two rt240 adult dual heated evaqua breathing circuits failed the leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt240 adult dual heated evaqua breathing circuits from the hospital. We will provide a follow-up report once we have received the complaint devices and completed our investigation.

Manufacturer narrative:
(B)(4). Describe event or problem: the quantity affected was changed from two to one. The lot number of the returned expiratory limb was not provided thus the manufacturing date could not be determined. Manufacturer narrative: method: only the evaqua expiratory limb of the complaint rt240 adult dual heated evaqua breathing circuit was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed the evaqua expiratory limb sustained a hole about 5cm from the patient end connector. A lot check was not performed as lot information was not provided. Conclusion: based on the inspection conducted, the subject evaqua expiratory limb appeared to have been punctured with a blunt object. All rt240 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory limb of the evaqua circuits such as the rt240 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing can be more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions that accompany the rt240 adult dual heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Verify that ventilator alarms are set to detect loss of pressure and over pressure." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."

Event description:
A hospital in the USA reported to a fisher & paykel healthcare (fph) field representative that an rt240 adult dual heated evaqua breathing circuit failed the leak test. This was observed before use on a patient.